Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle was worn and the shaft had signs of damage ; however, the repair was not completed because the account requested it be returned unrepaired. They will replace it with a new device. Device has not been returned for annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Final report will be submitted once investigation is completed.

Event description:
It was reported that the ratchet was worn. The handle would become stuck and is unable to perform the upward and downward motion. The event occurred during surgery. No harm or delay reported. There was no impact/ damage to the harvested graft.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that device is not ratcheting. The event occurred during surgery. There was no harm or delay reported. There was no impact/ damage to the harvested graft. No adverse events were reported as a result of this malfunction.